Event description:
It was reported to vyaire medical that a (B)(6) male child expired while on an ltv ventilator. The detective who contacted vyaire requested that an event trace download be performed for a police investigation. Detective advised that it is unknown if patient expired on this unit or the second unit. Detective will have both ventilators sent in for the event trace download. Detective stated they were told the child expired on (B)(6) 2022 but the medical examiner feels the child expired 60-72 hours prior to (B)(6) 2022. The exact patient death is unknown at this time. See additional information in MFR report # 2021710-2022-15635 for additional information about the other ventilator that was in the patient home.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the ltv 1150 ventilator, serial number (B)(4) on march 1, 2022. A vyaire medical failure analysis service technician performed the following tests to verify the performance of the unit under test: vent check: alarm, display, control and leak, passing on all counts. There were no failures to report. It is noted that this unit under test was reportedly the second ventilator used on the patient. A review of the event trace for ltv ventilator (B)(4) (see MFR # 2021710-2022-15635) found that it was disconnected from external power at timestamp 01:11:12 on (B)(6) 2022. A check of the unit under test set time found the internal clock to be set 10 minutes ahead (fast) of actual time, and to be set for eastern standard time. When adjusted for the offset (10 minutes), the unit under test was started (timestamp indicated 01:22:06, actual 01:12:06) at approximately the same time the first ventilator (2021710-2022-15635) was removed from external power. A check of the customer settings found a difference from the settings of the ventilator the unit under test was reported to have replaced. The unit under test was set for volume operation, the initial ventilator was for pressure. The remainder of the settings were all very similar. A review of the event trace displayed the unit under test operation for the previous period of 42.0 hours up to and including the date of the patient event. The event trace review includes the prior start/stop operation, for a total of 16.9 hours of operation beginning the day of the patient event ((B)(6) 2022). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.